Manufacturer narrative:
Section d4 serial number was corrected.

Event description:
Clinical narrative: a 74-year-old female with acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e, underwent percutaneous right femoral arterial placement of an impella cp device. During ICU management, the patient was noted to have loss of pulses in the right lower extremity. At that time, the patient was receiving significant vasopressor support, and doppler signals were unable to be obtained bilaterally. Limb ischemia was suspected based on the absence of pulses, and vascular surgery consultation was planned for further evaluation. It is unknown when the ischemia began, whether both limbs were ischemic, or whether the condition resolved. No imaging of the affected vessels was available. The impella device was not removed due to a suspected failure mode. Anticoagulation status, vessel diameter, and device involvement in the event were unknown. Subsequently, a decision was made to withdraw care, and the patient expired on (B)(6) 2026 at 23:54, corresponding with the time of impella explant. The patient outcome was reported as withdrawal of care and subsequently expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(primary UDI number); e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.